Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event of stylus or electrocardiogram issues. The bezel was replaced as a preventive measure for the reported stylus issue. A crack on the ground pin to the electrocardiogram was found, so the connection between the lem (link electronic module) circuit board and the mpu (micro-processing unit) was inspected, with no fault found. No electrocardiogram cables were received with the programmer. It was further noted that paint was missing on the lower case and bezel, the media bay door was bent and would not stay closed, reading or writing to disk could not be done, the system and power supply fan were noisy, hinge plate screws were missing, and errors were noted in the programmer history logs. (B)(4).

Event description:
It was reported that the stylus touch pen did not synchronize with the programmer and that there were electrocardiogram (EKG) failures. The programmer was returned for service. No patient complications have been reported as a result of this event.